Manufacturer narrative:
Additional information has been requested to assist in this investigation. A follow up report will be provided.

Event description:
The polymer tip of the guidewire became dislodged on the wire,it detached. The distal 2cm of the wire, sr thinks became detached. This was noticed while they were working inside the body, it was left inside the body,it was not taken out. It became detached from the wire tip. The tip of the wire became detached and remained in the blood vessel,so what they did was they put a stent across it,they stented it to the wall of the artery and that completed the case. There was no reported complications, patient is doing fine.

Manufacturer narrative:
(B)(4)

Event description:
The polymer tip of the guidewire became dislodged on the wire. It detached. The distal 2cm of the wire, sr thinks became detached. This was noticed while they were working inside the body, it was left inside the body, it was not taken out. It became detached from the wire tip. The tip of the wire became detached and remained in the blood vessel, so what they did was they put a stent across it, they stented it to the wall of the artery and that completed the case. There was no reported complications, patient is doing fine.